Event description:
This case was initially received via regulatory authority (B)(4) ) on 04-jun-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("low back pain") in a female patient who had essure (batch no. B15007) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 3 years 4 months after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding during each sexual intercourse"), breast disorder ("occurrence of mastosis"), breast cyst ("occurrence of breast cysts"), fatigue ("tiredness"), arthralgia ("joint pain in fingers of right hand") and loss of libido ("loss of libido"). The patient was treated with surgery (total hysterectomy by coelioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, coital bleeding, breast disorder, breast cyst, fatigue, arthralgia and loss of libido outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, breast cyst, breast disorder, coital bleeding, fatigue and loss of libido with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 07-jun-2018 for the following meddra pts: back pain: the analysis revealed 532 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1809378) on 04-jun-2018. The most recent information was received on 05-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("low back pain") in a female patient who had essure (batch no: b15007) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 3 years 4 months after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), coital bleeding ("bleeding during each sexual intercourse"), breast disorder ("occurrence of mastosis"), breast cyst ("occurrence of breast cysts"), fatigue ("tiredness"), arthralgia ("joint pain in fingers of right hand") and loss of libido ("loss of libido"). The patient was treated with surgery (total hysterectomy by coelioscopy). Essure was removed on (B)(6) 2017. At the time of the report, the back pain, coital bleeding, breast disorder, breast cyst, fatigue, arthralgia and loss of libido outcome was unknown. The reporter provided no causality assessment for arthralgia, back pain, breast cyst, breast disorder, coital bleeding, fatigue and loss of libido with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pt: back pain: the analysis revealed 547 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.